Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No service history review can be performed because the lot number is unknown and cannot be traced. The manufacture date is unknown. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service and repair evaluation was completed: the customer reported the stud was bent. The repair technician reported bent as the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit. The evaluation was confirmed. The complaint condition of malformed: bent/distorted/warped is confirmed as upon visual inspection the bolt that is attached to connector is visually bent approximately 2-3 degrees, likely due to rough handling and misalignment of the bolt to end section/nut portion of the device. Please note that the endpiece with double joint consists of the following: 4 disk springs, 2 washers, 2 bolts, 2 pins, 1 chain, 2 rings, 1 clip, 2 nut (knurled), 1 end section and 1 connector. The device was only returned with the connecter attached with the one bolt and one pin. Per the technique guide, the 394.440 endpiece with double joint is part the large-distractor tibia system used an alternative to the fracture table. The relevant drawings were reviewed. The design history was found to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. It is likely that due to rough handling and misalignment of the bolt to end section/nut portion of the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There was no patient involvement. Device is an instrument and is not implanted/explanted. Without a lot number the service history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the plastic of the tip for dhs/dcs impactor is broke and the stud of the endpiece with double joint is bent. There was no case or patient involvement. This is report 2 of 2 for (B)(4).